Event description:
It was reported via repair work order that the head left siderail would not lock into place as the siderail timing link was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.